Event description:
It was reported the patient had a loss of therapeutic effect and had to go to the bathroom several times before 5 am on the morning of report. It was stated the patient had no stimulation sensation. It was noted the patient went to bed and woke up at 5 am and did not feel stimulation and adjusted their stimulation by increasing by 1 volt. Reportedly, the patient had a fall before their last appointment in september and they had their device checked then. It was stated the patient also fell off a curb and scratched their knee on (B)(6) 2013 and the patient had seizures so as a result they didn't remember any falls since then. It was noted the patient lacked basic understanding of their therapy and patient programmer use. The patient confirmed they saw that stimulation was on but they did say the plug wouldn't stay plugged in.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va03l5m, implanted: (B)(6) 2012, product type: lead. Product ID: neu_un known_prog, product type: programmer. (B)(4).